Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis, and resolution for the device described in this report. The maquet service technician visited the hospital. The technician observed saline residue on the level sensor contacts and cleaned them. The technician also investigated the console and found low resistance on odu pins and isolated the problem to a battery jumper cable contacting the mounting plate. This apparently caused a short and the technician repositioned the cable. The technician performed a complete performance and functional test on the unit that passed. (B)(4). The hospital submitted medwatch report mw5023496 on 14dec2011 for this event. On 01feb2012, the FDA submitted a requested additional information about this event from maquet cardiovascular (B)(4). A response was submitted to the FDA on 23mar2012.

Event description:
On (B)(6) 2011, (B)(6) reported that on (B)(6) 2011 during a procedure using a hl20 roc 20-151, right oriented console, 5-pump (B)(4) as the physician was removing the partial cross clamp the arterial pump shut down with a level alarm. The alarm was unable to be overridden. The case was "essentially complete" for the surgery and the physicians decided to come off the pump by using the hand crank. The physician reported seeing an error message that might have been "ent error", but he was not sure if this was what it read. The level alarm occurred while the reservoir still held a volume above the level of the sensor. (B)(4). Also reference MFR report# 8010762-2014-00554.